Manufacturer narrative:
Upon return to boston scientific's post market quality assurance laboratory, a review of device memory revealed the device declared its elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. Additional lab analysis and testing showed eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of device internal battery impedance. The eol (end of life) indicator was not declared while the device was in service. Testing confirmed all device therapies were available.

Event description:
Boston scientific received information that this device was explanted for normal battery depletion. There were no known allegations against the device, and no reports of adverse patient effects.